Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with (2) preface® guiding sheath with multipurpose curve and foreign material inside the packing outside of specification issues occurred. Two preface® guiding sheath with multipurpose curve had foreign debris on the sheaths, right out of the packaging. Both the preface® guiding sheath with multipurpose curve were replaced and the procedure continued successfully. No patient consequence reported. Additional information: foreign material was noticed by lab staff before being inserted and therefore, was not used in the procedure. The debris was described as small white flakes (possibly paper material) in both sheath parcels. The packaging was discarded on the day of the procedure and is unavailable. The device evaluation was completed on 09-dec-2021. The product was returned to biosense webster for evaluation. It was sent to cardinal health for further investigation. Visual analysis of the returned sample revealed that the unit was thoroughly inspected focusing on any foreign material. However, no damages or anomalies were observed. A device history record review was performed and no internal actions related to the reported complaint were identified. The complaint reported by the customer was not confirmed due to the original packaging was not returned for analysis and the two received devices do not present any foreign material contamination. Neither the phr review nor the product analysis suggests that the reported event could be a failure or defect related to the manufacturing process of the unit. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation ablation procedure with (2) preface® guiding sheath with multipurpose curve and foreign material inside the packing outside of specification issues occurred. Two preface® guiding sheath with multipurpose curve had foreign debris on the sheaths, right out of the packaging. Both the preface® guiding sheath with multipurpose curve were replaced and the procedure continued successfully. No patient consequence reported. Additional information: foreign material was noticed by lab staff before being inserted and therefore, was not used in the procedure. The debris was described as small white flakes (possibly paper material) in both sheath parcels. The packaging was discarded on the day of the procedure and is unavailable. The event was assessed under both the sheaths as MDR reportable for foreign material inside the packaging outside of specification.